Event description:
It was reported that the patient came in office with the screw and abutment out of the mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). (B)(6).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record (DHR) review was not completed for the mhlas since the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas and revealed that there are no existing nonconformances/CAPA/hhe/d/ie/product holds for the reported product for similar events: loosening. The following sections have been corrected: 3331 - analysis of production records.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but not apparent damage was observed. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 9 when the incident occurred. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 19. The reported event could not be recreated due to the nature of the dental device and event. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the abutment screw loosened in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.